Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, the right ventricular (rv) lead and right atrial (ra) lead exhibited noise. The rv and ra leads were capped and replaced on (B)(6) 2019. The patient was stable. Related manufacturer reference number: 2017865-2019-11657.

Event description:
New information received stated that the right atrial and right ventricular leads exhibited insulation damage.